Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the electrode belt failed an ECG falloff test. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" piercing into the lead2 wire . The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that the ecgs on an electrode belt were non-functional.